Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site visit by a manufacturer representative (rep) determined that one of the grounding cables was loose. The cable was tightened and the monitor double-grounded. The system was then able to pass the testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had conducted a biomed electrical safety test and received leakage values between 127-135 micro amps. It was noted that a failed test was anything above 100 micro amps. There was no patient involvement and it was noted that the site was going to pull the system until acceptable values were measured.

Manufacturer narrative:
The power pack 9735943 stealth s8 eng only (lot# lc 19i06a) was returned for analysis. Analysis found that the prongs were slightly bent on the returned cable but still intact. The cable passed a continuity test with no opens or shorts detected. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the loose ground cable was unknown.